Event description:
Per the clinic, the device was explanted (date not reported) due to migration of the implanted electrode and subsequent performance decrement. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2005. Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).